Manufacturer narrative:
Correction to initial report: should have been adverse event and product problem. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis z900200150 the intraocular lens (iol) became inverted and the doctor switched to an anterior chamber lens. In follow up it was learned that the iol was removed without enlarging the incision and an unplanned vitrectomy was performed. The anterior chamber iol was implanted during the same procedure and the patient was reported to be doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction to initial report. Information that was known but inadvertently not provided. Concomitant medical products: unfolder silver t cartridge, pscst30, lot #:cp01536. Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.